Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an pump error. Customer's blood glucose value was 6.3 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The device will be return for analysis.